Manufacturer narrative:
Please note the corrections to d9 and h6 device code. The reported event could not be confirmed since the device was not returned for evaluation and no other evidence was provided. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
As reported: "the primary surgery was performed and the gamma4 nail was implanted the patient's left hip on (B)(6) 2024. On (B)(6) 2025, the patient felt pain at the implant site and visited the facility. When the surgeon checked, breakage of the nail was confirmed. The revision surgery to remove the broken nail will be performed on (B)(6) 2025."

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
As reported: "the primary surgery was performed and the gamma4 nail was implanted the patient's left hip on (B)(6) 2024. On (B)(6) 2025, the patient felt pain at the implant site and visited the facility. When the surgeon checked, breakage of the nail was confirmed. The revision surgery to remove the broken nail will be performed on (B)(6) 2025."